Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. Additional observation not reported by site: the harmonic insert was found to have a broken blade. The blade broke at roughly 0.224¿ from the base. Broken piece was not returned. Components adjacent to the broken blade do not show damage. In addition, scratches on the blade tip may also lead to premature blade failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer returned unsealed harmonic ace instruments because they experienced high pressure on the blade and stiff release button problems on the same lot number. The instruments were not used on patient. There was no report of patient involvement.